Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endostitch suturing device. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of jaws of the device at times during testing, which was replicated . Disassembled the device to measure the critical dimensions that directly related to jaw alignment and found that female jaw dimension was out of specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. A critical dimension of the female jaw of the device was out of acceptable range according to design specifications, which in combination with an excessive manipulation during toggling of the needle created the conditions where the needle rests outside of the jaws. The product analysis established a relationship between a device failure and the reported incident of difficult to load. The root cause of the observed condition was determined to be a result of a critical dimension of the female jaw being out of specification range; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. Visual analysis of device one noted a shaved toggle switch. During functional analysis of device one the needle disengaged. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The most probable root cause of the reported condition may be due to improper orientation of the needle in the reload. Without sealed samples of the reloads returned it would be difficult to determine this as the definite root cause. However, the investigation detected a secondary condition (needle disengaged) due to a shaved toggling switch. This secondary condition may have had a relationship to the reported incident. Replication of a shaved toggle switch may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. The root cause of the secondary condition was misuse of the product which would have caused or contributed to the observed condition . Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic stomach operating procedure, while suturing, the product was difficult to load. There was no injury to the patient.